Manufacturer narrative:
Zimvie complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the fixture fell off the mount. The doctor stated that the fixture fell the moment the driver was attached to the mount to pick it up. The doctor suggested it may have been loose from the start. He requested improvement and an investigation response. The procedure was completed using equivalent products.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 10, 4109, 3331 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315 and 67. H10: narrative/data was updated. Zimvie received the reported device for evaluation. Visual evaluation and or functional test was performed, the returned implant, bundle mount, and cover screw have signs of being handle by the customer. The outer vial was observed opened, and its tamper seal was seen broken. Devices matched prints where measured. No apparent malfunction was identified. . DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer submitted an image for the reported event. The image shows the product outside its seal packaging. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician mishandles product. Therefore, based on the available information, a device malfunction did not occur. The implant shows signs of usage however no malfunction identified. The reported event/coob is non-verifiable since the condition of the product/packaging when received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.